Event description:
A customer reported an issue with the pump not charging. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a working outlet and wait for at least 30 minutes to see if the pump would begin charging, with plans for a follow-up. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.